Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d4= a review of lots sold to the customer, conducted during the investigation, found only one lot sold within the last three years (lot 8789247). The investigation was conducted based upon the assumption that the complaint device was from lot 8789247. Summary of event: as reported, a cook renal access cobra catheter was used during a compassionate use procedure. After the patient was in recovery, it was determined that the right renal artery was possibly perforated by a wire guide. The procedure involved endovascular repair of a large, greater than 7.5 centimeters, type IV thoraco-abdominal aortic aneurysm with branched stent graft, distal bifurcated graft, and bilateral iliac stent graft extensions under conscious sedation and local anesthetic, using a cook zenith t-branch endovascular graft and zenith universal distal body. A cerebrospinal fluid drain was placed preoperatively for spinal cord ischemia protection. Heparin was given during the procedure. Cut-down arterial access was obtained in the left brachial and scarred bilateral common femoral arteries. Initial access was gained with another manufacturer¿s wire guide, which was later exchanged for a cook rosen wire. Access was difficult due to tortuosity of the vessels. Appropriate catheters, guidewires, and sheaths were inserted, and the main and bifurcated grafts were deployed from the right side. An unspecified pigtail catheter was placed in the left side and angiography was performed. Visualization was reportedly difficult due to the large aneurysm sac. The user then attempted to insert the t-branch device; however, resistance was encountered in the tortuous and stenosed right iliac system. Pre-dilation was performed using unknown 8mm balloon in the external iliac artery and 9mm balloon in the common iliac artery, followed by placement of the stent graft above the visceral arteries. The graft rotated clockwise 90 degrees, making catheterization of the visceral vessels difficult. The abdominal and distal bifurcated grafts were finished, and iliac extensions were placed bilaterally. Another manufacturer¿s stent was placed in the left external iliac artery, within a previously placed stent. An extension thoracic graft was placed between the t-branch and preexisting thoracic graft and a cook coda balloon was used to mold the junctions. All devices were removed from the patient and the femoral arteriotomies were repaired. The left brachial artery was accessed retrograde with an unspecified cook micropuncture catheter and wire. The left upper brachial artery was reportedly ¿extremely friable and fragile¿ and a small, acute local dissection occurred after placement of the micropuncture device (the dissection will be reported under patient identifier (B)(6)) . The device was removed and the hole was repaired. An arteriotomy with bovine pericardial patch angioplasty was performed at the end of the procedure to maintain the lumen of the brachial artery. The brachial artery was cannulated above the repair. The cook renal access cobra catheter, other manufacturer¿s wire guide, unknown 12-french sheath, and 12-french sheath were introduced above the repaired left brachial artery and advanced just above the right renal artery branch. The vessel was difficult to catheterize due to rotation of the t-branch device. Angiography demonstrated that the right renal artery was coming off at an awkward angle due to the rotated graft. Attempts to catheterize the right renal artery were successful after trying for approximately ninety minutes, using an unknown catheter and other manufacturer¿s wire. The wire was then exchanged with ¿a more supportive¿ stiff wire with a one-centimeter tip, and another manufacturer¿s stent was deployed. The stent was not long enough to reach the target artery and another manufacturer¿s stent was then deployed to extend the area. The area was then lined with a cook zilver stent. The left renal artery was then catheterized and stented using various balloons and stents. Angiography revealed good filling of the left renal artery and renal parenchyma. The superior mesenteric artery was catheterized after approximately one hour. Again, various stents and balloons were used, and angiography showed good filling of the superior mesenteric artery. The celiac artery appeared to be the most mal-rotated; however, the artery was catheterized, and balloons and stents were used. Angiography revealed good filling of the hepatic and splenic arteries. Completion angiography demonstrated good filling of the bilateral renal arteries, superior mesenteric and celiac arteries, as well as the distal bifurcated grafts and iliac limbs. No perforation was noted during the procedure or during the final angiogram. Visualization distal to the iliac limbs was not possible. Angiograms performed after the covered stents were placed showed spasm and contrast ¿hold up¿ in the superior pole; however, no extravasation was noted from the upper pole. Flow was good through the sheath side-arms and femoral pulses were good bilaterally. All devices were removed from the patient and heparinization was reversed. All incisions were irrigated with saline and closed with sutures and skin clips. The patient was hemodynamically stable and neurologically intact at the end of the procedure; however, upon moving the patient from the bed to the stretcher, the patient¿s blood pressure dropped, but was responsive to fluids and inotropic support. The case was reportedly long; however, successful placement of an endovascular stent graft with patent bridging stents to the celiac, superior mesenteric, and bilateral renal arteries was reported. The patient was taken to the cardiovascular intensive care unit in ¿somewhat¿ stable condition. The patient became hypotensive overnight, requiring transfusion of blood products and pharmacological inotropic blood pressure support. A computed tomography (CT) scan found a large right-sided retroperitoneal hematoma with possible renal parenchyma bleeding. Enhanced CT angiogram demonstrated evidence of extravasation at the superior pole of the right kidney, possibly consistent with wire guide perforation of the terminal superior pole branch of the right kidney. The patient was taken back to surgery on the morning of post-op day one and was placed under general endotracheal anesthesia. Access was gained in the left upper extremity and left femoral artery to target the right renal artery branch. A right renal angiogram found extravasation at the superior pole of the right kidney, ¿probably consistent with a perforation from wire during right renal artery stent during the branched graft repair¿. The bleeding vessel was successfully coiled in two areas by an interventional radiologist under general anesthesia. Aortoiliac angiography was then performed, demonstrating thrombus in the takeoff of the right internal iliac artery. Good filling of the external iliac artery was reported, as well as good perfusion to the right foot. All devices were removed, and the access sites were closed. A drain was placed in the femoral access site. A flank incision was then made to decompress the right retroperitoneal space, and a large amount of blood, appearing to be a few hours-old, was evacuated. No active bleeding from the kidney was noted. Once the blood was evacuated, urine output was noted to increase. The incision was closed, and two large drains were placed in the retroperitoneal space. Urine output was ¿excellent¿ and inotropic blood pressure support was discontinued, as the blood pressure was adequate. The patient remained intubated and returned to the cardiovascular ICU. Later that day, the patient became unable to move her lower extremities on command. A spinal cord insult was suspected from thrombosis of the aneurysm sac. The previously completed cta was reviewed, and a possible subtotal occlusion and clot were noted in the proximal right internal iliac artery. The patient had known (preexisting) chronic left internal iliac occlusion. The patient returned to surgery and the physician attempted to open the blocked right internal iliac artery, to improve spinal cord perfusion. The procedure was successful with angioplasty, placement of a right internal iliac covered stent, and thrombolysis of the clot with alteplase. Perfusion was improved to the right internal iliac artery post-intervention; however, the patient¿s neurological symptoms did not improve. Due to an increase in abdominal girth and because the patient had received anticoagulants during the procedure, the decision was made to reopen the flank incision to observe for possible bleeding. No active bleeding was noted; however, the decision was made to pack the space to ensure hemostasis. The patient then returned to the intensive care unit (ICU). The following morning, the patient required increasing inotropic blood pressure support. The hematocrit was stable and there were no obvious signs of bleeding noted; however, the abdomen was tender. The patient returned to surgery and the packing, placed the previous day, was removed. No bleeding was found. Exploration of the abdominal cavity found that the left colon was ischemic, consistent with large bowel ischemic colitis. An area of small bowel was also noted to be ischemic. The distal colon was resected. The patient was reportedly unstable, requiring multiple vasopressors to maintain blood pressure. The abdomen was packed, and the patient was taken to ICU in grave condition, where she later died. The physician stated that another manufacturer¿s wire, used during the original procedure, ¿probably perforated the distal terminal superior pole branch¿. The other manufacturer¿s stiff wire was used because no other wire would follow the exchange catheter without prolapsing the catheter out of the right renal branch vessel. The physician reported that the death was a result of sepsis from the ischemic left colon, and stated that the events were procedure-related, but not device-related. Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned for investigation, as it was discarded following the procedure. A review of the cobra catheter device master record found each device is inspected prior to distribution. A review of the device history record for the lot number used during the procedure was not possible as the lot number of the complaint device was not provided. A review of lots sold to the customer found only one lot sold within the last three years (8789247). A review of the work order for lot 8789247 found the work order was completed according to dmr requirements, with no nonconformances for the lot. No other devices from the lot are available for review. No additional complaints have been opened for the catheter lot. The investigation determined the complaint device was manufactured to specifications. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in-house or in the field. There is no indication that a design process or related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The cause for the adverse event was attributed to perforation of the kidney by the wire guide used during the procedure. There is no indication the cobra catheter malfunctioned in any way during the procedure. Based on the description provided by the physician, the cobra catheter was placed through the patient¿s vasculature, which is not the intended placement method for the device. In response to this event, cook has reviewed the instructions for use for this device. The IFU states that the renal access cobra catheter is intended for delivery of contrast media as well as access, advancement and exchange of wire guides in the renal area. The IFU provides instruction for percutaneous placement of the device into the renal pelvis. Potential adverse events listed in the IFU include but are not limited to extravasation, hemorrhage, perforation or laceration of the kidney, renal pelvis, ureter, and/or bladder; edema, loss of renal function, peritonitis, urinary tract infection, abrasion, and sepsis. Based on the information provided and the results of the investigation, cook has concluded that the cobra catheter was used off label during the procedure. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant products= cook zenith t-branch endovascular graft and the zenith universal distal body; terumo glide wire; boston scientific amplatz super stiff wire; cook spiral z iliac extension; gore viabahn 13x10 self-expanding covered stent; cook coda balloon, bard lifestream stent; cook zilver bare stent; atrium icast stent, cook micropuncture device, cook rosen wire. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a cook renal access cobra catheter was used during a compassionate use procedure. After the patient was in recovery, it was determined that the right renal artery was possibly perforated by a wire guide. The procedure involved endovascular repair of a large, greater than 7.5 centimeters, type IV thoraco-abdominal aortic aneurysm with branched stent graft, distal bifurcated graft, and bilateral iliac stent graft extensions under conscious sedation and local anesthetic, using a cook zenith t-branch endovascular graft and zenith universal distal body. A cerebrospinal fluid drain was placed preoperatively for spinal cord ischemia protection. Heparin was given during the procedure. Cut-down arterial access was obtained in the left brachial and scarred bilateral common femoral arteries. Initial access was gained with another manufacturer¿s wire guide, which was later exchanged for a cook rosen wire. Access was difficult due to tortuosity of the vessels. Appropriate catheters, guidewires, and sheaths were inserted, and the main and bifurcated grafts were deployed from the right side. An unspecified pigtail catheter was placed in the left side and angiography was performed. Visualization was reportedly difficult due to the large aneurysm sac. The user then attempted to insert the t-branch device; however, resistance was encountered in the tortuous and stenosed right iliac system. Pre-dilation was performed using unknown 8mm balloon in the external iliac artery and 9mm balloon in the common iliac artery, followed by placement of the stent graft above the visceral arteries. The graft rotated clockwise 90 degrees, making catheterization of the visceral vessels difficult. The abdominal and distal bifurcated grafts were finished, and iliac extensions were placed bilaterally. Another manufacturer¿s stent was placed in the left external iliac artery, within a previously placed stent. An extension thoracic graft was placed between the t-branch and preexisting thoracic graft and a cook coda balloon was used to mold the junctions. All devices were removed from the patient and the femoral arteriotomies were repaired. The left brachial artery was accessed retrograde with an unspecified cook micropuncture catheter and wire. The left upper brachial artery was reportedly ¿extremely friable and fragile¿ and a small, acute local dissection occurred after placement of the micropuncture device (the dissection will be reported under patient identifier (B)(6)) . The device was removed and the hole was repaired. An arteriotomy with bovine pericardial patch angioplasty was performed at the end of the procedure to maintain the lumen of the brachial artery. The brachial artery was cannulated above the repair. The cook renal access cobra catheter, other manufacturer¿s wire guide, unknown 12-french sheath, and 12-french sheath were introduced above the repaired left brachial artery and advanced just above the right renal artery branch. The vessel was difficult to catheterize due to rotation of the t-branch device. Angiography demonstrated that the right renal artery was coming off at an awkward angle due to the rotated graft. Attempts to catheterize the right renal artery were successful after trying for approximately ninety minutes, using an unknown catheter and other manufacturer¿s wire. The wire was then exchanged with ¿a more supportive¿ stiff wire with a one-centimeter tip, and another manufacturer¿s stent was deployed. The stent was not long enough to reach the target artery and another manufacturer¿s stent was then deployed to extend the area. The area was then lined with a cook zilver stent. The left renal artery was then catheterized and stented using various balloons and stents. Angiography revealed good filling of the left renal artery and renal parenchyma. The superior mesenteric artery was catheterized after approximately one hour. Again, various stents and balloons were used, and angiography showed good filling of the superior mesenteric artery. The celiac artery appeared to be the most mal-rotated; however, the artery was catheterized, and balloons and stents were used. Angiography revealed good filling of the hepatic and splenic arteries. Completion angiography demonstrated good filling of the bilateral renal arteries, superior mesenteric and celiac arteries, as well as the distal bifurcated grafts and iliac limbs. No perforation was noted during the procedure or during the final angiogram. Visualization distal to the iliac limbs was not possible. Angiograms performed after the covered stents were placed showed spasm and contrast ¿hold up¿ in the superior pole; however, no extravasation was noted from the upper pole. Flow was good through the sheath side-arms and femoral pulses were good bilaterally. All devices were removed from the patient and heparinization was reversed. All incisions were irrigated with saline and closed with sutures and skin clips. The patient was hemodynamically stable and neurologically intact at the end of the procedure; however, upon moving the patient from the bed to the stretcher, the patient¿s blood pressure dropped, but was responsive to fluids and inotropic support. The case was reportedly long; however, successful placement of an endovascular stent graft with patent bridging stents to the celiac, superior mesenteric, and bilateral renal arteries was reported. The patient was taken to the cardiovascular intensive care unit in ¿somewhat¿ stable condition. The patient became hypotensive overnight, requiring transfusion of blood products and pharmacological inotropic blood pressure support. A computed tomography (CT) scan found a large right-sided retroperitoneal hematoma with possible renal parenchyma bleeding. Enhanced CT angiogram demonstrated evidence of extravasation at the superior pole of the right kidney, possibly consistent with wire guide perforation of the terminal superior pole branch of the right kidney. The patient was taken back to surgery on the morning of post-op day one and was placed under general endotracheal anesthesia. Access was gained in the left upper extremity and left femoral artery to target the right renal artery branch. A right renal angiogram found extravasation at the superior pole of the right kidney, ¿probably consistent with a perforation from wire during right renal artery stent during the branched graft repair¿. The bleeding vessel was successfully coiled in two areas by an interventional radiologist under general anesthesia. Aortoiliac angiography was then performed, demonstrating thrombus in the takeoff of the right internal iliac artery. Good filling of the external iliac artery was reported, as well as good perfusion to the right foot. All devices were removed, and the access sites were closed. A drain was placed in the femoral access site. A flank incision was then made to decompress the right retroperitoneal space, and a large amount of blood, appearing to be a few hours-old, was evacuated. No active bleeding from the kidney was noted. Once the blood was evacuated, urine output was noted to increase. The incision was closed, and two large drains were placed in the retroperitoneal space. Urine output was ¿excellent¿ and inotropic blood pressure support was discontinued, as the blood pressure was adequate. The patient remained intubated and returned to the cardiovascular ICU. Later that day, the patient became unable to move her lower extremities on command. A spinal cord insult was suspected from thrombosis of the aneurysm sac. The previously completed cta was reviewed, and a possible subtotal occlusion and clot were noted in the proximal right internal iliac artery. The patient had known (preexisting) chronic left internal iliac occlusion. The patient returned to surgery and the physician attempted to open the blocked right internal iliac artery, to improve spinal cord perfusion. The procedure was successful with angioplasty, placement of a right internal iliac covered stent, and thrombolysis of the clot with alteplase. Perfusion was improved to the right internal iliac artery post-intervention; however, the patient¿s neurological symptoms did not improve. Due to an increase in abdominal girth and because the patient had received anticoagulants during the procedure, the decision was made to reopen the flank incision to observe for possible bleeding. No active bleeding was noted; however, the decision was made to pack the space to ensure hemostasis. The patient then returned to the intensive care unit (ICU). The following morning, the patient required increasing inotropic blood pressure support. The hematocrit was stable and there were no obvious signs of bleeding noted; however, the abdomen was tender. The patient returned to surgery and the packing, placed the previous day, was removed. No bleeding was found. Exploration of the abdominal cavity found that the left colon was ischemic, consistent with large bowel ischemic colitis. An area of small bowel was also noted to be ischemic. The distal colon was resected. The patient was reportedly unstable, requiring multiple vasopressors to maintain blood pressure. The abdomen was packed, and the patient was taken to ICU in grave condition, where she later died. The physician stated that another manufacturer¿s wire, used during the original procedure, ¿probably perforated the distal terminal superior pole branch¿. The other manufacturer¿s stiff wire was used because no other wire would follow the exchange catheter without prolapsing the catheter out of the right renal branch vessel. The physician reported that the death was a result of sepsis from the ischemic left colon, and stated that the events were procedure-related, but not device-related.